Manufacturer narrative:
(B)(4). Device manufacture date: the device manufacture date is unavailable. The manufacturing location was unknown. (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the air reamer/drill device had a sound issue. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was determined that the air reamer/drill device motor had seized, jammed, and was heavy moving. It was noted that the motor blades were broken and the motor was not working. It was further determined that the device failed pretest for check for excessive noise, check power with test stand, check the starting behavior at 2 bar. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.